Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula, or to determine their root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 18 mmol/l (324 mg/dl) after approximately 5-24 hours of pod wear. It was further reported that upon pod removal, the cannula was visible and found to be bent, and the pink slide was observed to not have advanced as expected, indicating a needle mechanism failure. A new pod was subsequently applied. No medical intervention was reported.